Event description:
The customer reported that after approximately 10 seal cycles, the device jaws became sticky and could not be removed from the tissue. Additional resection of tissue was needed to remove the device. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). (B)(4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was not protruding from the jaws and the jaws were not locked shut. The knife was inspected and revealed the webbing was not bent but the knife edge was damaged, indicating contact with a metal object such as a staple. Covidien lp (formerly valleylab) provides an online bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. The IFU for this product also has a warning not to deploy the cutter on clips, staples or other metal objects to prevent damages to the cutter blade.